Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump had low occlusion pressure. There was no patient involvement in the reported event.

Manufacturer narrative:
One cadd solis vip pump was retuned for analysis in good condition. The device was visually inspected. The customer's stated problem was verified regarding "low occlusion pressure". Inspected the pump and found air bubble on downstream occlusion sensor. The device also failed functional test. The air bubble was the cause of the issue. The downstream occlusion sensor will be replaced to resolve the issue.